Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted that the sheath was kinked at the proximal end. The device was in the pre-plunger deployment condition with blood present in the device, but not at the marker tube. These findings are consistent with and confirm the reported difficulty during device insertion. There was no other damage detected. A sheath kink preventing insertion can be influenced by, but is not limited to, operator aggressively advances the device, obese patients; panniculua was not lifted, challenging anatomy (heavily scarred, calcified tissue). In this case, no challenging patient anatomical conditions were reported. During testing, the device was loaded over a proxy guide wire without difficulty. The guide wire exited the exit ramp normally. The analysis did not find any evidence of a product quality deficiency. To assure that all products perform according to specifications, they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. The sheath, exit ramp and guide wire patency were inspected to assure they are free of kinks, damage or blockage. The difficulty experienced during device insertion, appears to be most likely related to the operational influences during use and not a product quality deficiency. Review of the device lot history record did not produce any findings relevant to this report. A query of the complaint-handling database for this lot revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a scarred common femoral artery after a peripheral diagnostic procedure using a perclose proglide device. Reportedly, difficulty was encountered while inserting the device into the anatomy. After several attempts, the device was removed and the sheath was found to be kinked. The site was rewired and a second proglide device was used to achieve hemostasis. A 6fr sheath was used during insertion of the device. There was no reported adverse patient sequela. It was reported that the technician is in training in the use of the perclose proglide device. Though requested, additional information was not provided.